Manufacturer narrative:
Device manufacture date unknown. Software findings still under investigation.

Event description:
A medtronic representative reported inaccuracy during a spine case with the s7 navigation system. The surgeon placed screws in l4 and l5 successfully on the patient's right side. When the surgeon went to the left side, the navigation was off "4-5mm superiorly." The surgeon elected to discontinue use of the o-arm, and was using a c-arm. No impact on the patient's outcome was reported.